Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; there is a section of screen where the stylus is unresponsive. Moving the stylus down the screen found a spot that is not responding. It is noted the bezel overlay was replaced with a known good one while still using the original xy board and the screen became responsive with the stylus in all areas. Analysis also found the keyboard is pulling apart at right hinge pin. (B)(4).

Event description:
It was reported the left lower area of the screen needs to be repaired. The touch pen was replaced and recalibrated without resolving screen responsiveness. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.